Event description:
The manufacturer received information alleging a patient was hospitalized due to using the device. No information was provided on the patient's current condition. A reference to the sound abatement issue was documented. There was no additional information provided indicating a malfunction of the device. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm any malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.